Manufacturer narrative:
(B)(4). Date sent: 3/5/2026. Corrected data d4: UDI#, b3. Additional information was requested, and the following was obtained: 1. Date of procedure - (B)(6). 2. Confirm the number of gst60b used and date of implantation: 2 x gst60b (677d61) and (B)(6). 3. Lot/batch number of ech60c and gst60b. Ech60c (a97k12) x1. Gst60b (677d61) x2. 4. How was the post-op bleeding identified? Via drainage, there's blood. 5. How many days postoperative was the bleeding identified? 3 days after from drainage tube. 6. Date of adverse event: (B)(4). 7. What was the total estimated blood loss (ml)? 2-4 ml. 8. Was a transfusion required? No. 9. How was the bleeding addressed? Scope and clip the bleeder. 10. What was the pre and postoperative anticoagulant and pain management protocol? Nil. 11. Was the bleeding intraluminal or extraluminal? Nil. 12. Were the staples the appropriate b-shape form? Yes. 13. Any clips, clamps, or graspers near the area where the device was being fired? No. 14. Please provide a timeline of events. 3 days after operation there's blood in the drainage hence dr scope in to check and found a bleeder along the staple line and clip it. 15. What is the current status of the patient? Patient is good and discharged. 16. In addition to the scope, was there any other intervention, clips, cautery, injection, or transfusion? Nil. 17. Do they scope all patients as a standard practice? For bleeder yes. 18. What led to the scope? Was there an increased heart rate, dropped in blood pressure, or melena? There's blood in drainage hence the scope to identify the bleeder.

Manufacturer narrative:
(B)(4). Date sent: 1/30/2026. D4 batch # unk. B3: only event year known: 2026. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? What is the current status of the patient? In addition to the scope, was there any other intervention, clips, cautery, injection, or transfusion? Do they scope all patients as a standard practice? What led to the scope? Was there an increased heart rate, dropped in blood pressure, or melena? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the surgeon informed that staple line bled post-op and a scope had to be done. The anastomosis site is a gastrojejunostomy, ech60c and a blue reload gst60b was used and he previously always used blue reload and there was no issue. Did the patient/user require any medical or surgical intervention as a result of the event? Yes description a scope was done. Did the patient/user require extended hospitalization as a result of the event? No. What is the patient¿s/user¿s status/outcome following the event? The patient is fine now. Was there a significant delay? Unknown.

Manufacturer narrative:
(B)(4). Date sent: 3/24/2026. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot.